Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited non-physiologic oversensing of noise resulting in inappropriate mode switching. Lead scuffing was suspected. Both leads remain in use. No patient complications have been reported as a result of this event.